Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. No unexpected battery out limit or turning off unexpectedly then turning on.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump turned off unexpectedly and then turned back on. The customer also reported a battery out limit alarm occurred after the unexpected restart. The customer reported the insulin pump unexpectedly turned off again after several hours and was unable to turn back on. Customer stated they have replaced the batteries several times, but the issue persisted. The customer's blood glucose was 137 mg/dl. The customer also reported a crack present on the battery compartment. The customer agreed to return the insulin pump for analysis.